Event description:
A customer reported a cartridge alarm, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy